Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and was unable to duplicate the reported malfunction. No parts were replaced. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator malfunctioned. The patient was removed from the unit, and placed on another ventilator. There was no reported patient injury.